Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision poly exchange surgery was performed due to infection. According to the surgeon, the poly was in good condition; only revised due to opportunity as they were investigating the infection.

Manufacturer narrative:
Lot number added.